Event description:
It was reported that the patient with this right ventricular (rv) lead twiddled the leads out which was confirmed via x-ray. Boston scientific technical services (ts) advised lead revision. Further, this rv lead was explanted, and new lead was implanted. No additional adverse patient effects were reported.